Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of visualization of particles in tubing chamber related to a CPAP device's sound abatement foam. The patient alleged has heart attack. There was no medical intervention specified. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2024-43723. This report was submitted as a duplicate report of the previously submitted report.¿